Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax's surface. Initially, it was reported that when catheter was initially plugged in, the catheter could be visualized on carto but an error of 210: map eco test failed was displayed on carto and 278: carto cath temp error, 170: temperature fault error was displayed on ngen. The dongle was flashing red. Therefore, it was rebooted first until the light was solid green. The catheter cable was reconnected which caused the dongle to flash red again with the same carto and ngen errors. They changed the catheter cable which did not fix the problem. A new catheter was taken which fixed the issue. The case was completed with no further issues. There was no patient consequence. The temperature error and carto recognition issue were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a cut on the pebax's surface was observed with reddish material inside. This was assessed as MDR reportable with an awareness date of 14-feb-2025.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, magnetic sensor functionality, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed that there was a reddish material inside the pebax. Then, a microscopic examination was performed, and a cut on the pebax's surface was observed. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No recognition issues were observed. Then, the temperature and impedance test were performed and the device was found working correctly. No errors were identified during the analysis. No temperature or impedance issues were observed. The reddish material inside the pebax could be related to the recognition and temperature issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).